Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the device slipped out. Manual compression was applied for hemostasis. There was no reported patient injury. The indicator wire cowling locked against the handle assembly, an audible click was heard, pulsatile flow was observed from the bleed-back indicator, and the exoseal vascular closure device (vcd) and the unknown sheath were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. When the device was removed, the indicator wire loop was deployed without anomalies noted. The device was not deployed outside the patient¿s body. A retrograde approach was used, and the vcd was used in an endovascular therapy (evt) procedure. The patient had no issues following the procedure. The operator was trained, and the vcd was stored and prepared according to the instructions for use (IFU). No visible device or package damage was noted prior to use. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the device slipped out. Manual compression was applied for hemostasis. There was no reported patient injury. The indicator wire cowling locked against the handle assembly, an audible click was heard, pulsatile flow was observed from the bleed-back indicator, and the exoseal vascular closure device (vcd) and the unknown sheath were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. When the device was removed, the indicator wire loop was deployed without anomalies noted. The device was not deployed outside the patient¿s body. A retrograde approach was used, and the vcd was used in an endovascular therapy (evt) procedure. The patient had no issues following the procedure. The operator was trained, and the vcd was stored and prepared according to the instructions for use (IFU). No visible device or package damage was noted prior to use. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 7f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kinked bent section was observed, located 6.8 cm from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near the affected area to verify the outer diameter. The result was found to be within specification. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked portion was observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, particularly since the device functioned as expected during analysis, with the indicator window changing positions appropriately. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.